Event description:
It was reported that a longevity data anomaly was observed. The device had not truly experience a loss in longevity, and that it was simply an inaccurate measurement made by the programmer. The device was only interrogated with the one programmer and the programmer would not be returned. Patient was asymptomatic and in good condition during the event.